Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection, swelling and redness at the implant bed. Subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device on (B)(6) 2025.